Manufacturer narrative:
Device received with blank display due to pcb1 j6 pad was lift at the electronic.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 166 mg/dl at the time of the incident. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer states the display was not blank less than 30 seconds. Display returned after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.